Event description:
The patient called and reported that since her vns was replaced (B)(6)2009 she has been having pain in her throat and coughing. Follow-up was made at the patient's treating neurology office and the patient was seen in october and had high lead impedance on their system diagnostic test and again in january had high lead impedance. The site was advised to program their vns off. The patient is seeking the opinion of another physician before deciding on revision surgery. A pin issue with the patient's generator has not been ruled out at this time. Films have not been provided for review. The patient did not have any fall or injury preceding their high lead impedance.